Manufacturer narrative:
Customer service conducted troubleshooting with the customer by inspecting the power supply for damage. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021 (which is now our aware date), the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her mastitis was improved. The device was evaluated on 04/20/2021, the customer's pump powered on while using the customer's power cord and the customer's battery pack when using the lab batteries. It was also noted in the evaluation that the chassis was damaged, there was also liquid damage to the pc board and residue on the key pad and motor. The vacuum test was then conducted using a lab kit with the customer's pump and it passed. The customer's complaint of a power issue could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump will not power on. The customer also alleged that she had mastitis.